Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 480 mg/dl. Customer's other blood glucose value was unknown. Customer reported the infusion set cannula was crimped. Customer noticed large air bubbles on the third infusion set and size of air bubbles was huge. Customer stated that the lot of air bubbles in the tubing. The customer experienced symptoms such as feeling sick. The customer was treated with bolus. The device will not be returned for analysis.